Event description:
During follow up of a report received from homecare services representative where the customer reported that their cassettes have been exploding during use. The hp stated that her cycler had alarmed system error 2240 and then she noticed the leak. The hp stated that it received to be a tear in the cassette sheeting, the hp stated that she had not noticed any issues during set up. The hp started over with new supplies and then continued therapy. The hp did not remember where she was at in the cycle but she was connected. The hp stated that she had informed her nurse of the alarm and the leaking cassette. The hp stated that she had discarded the sample and set up. The lot number was provided in the original report. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). The device had been discarded but the lot number was reported, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is confirmed. The sample was not returned for evaluation hence the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.